Event description:
Surgeon used preclude dura substitute to close following an excision of a cerebellar tumor. He had not used gore-tex sutures. He observed cerebrospinal fluid leakage from the suture holes of the dura substitute and a few days following the implant he reoperated on the pt. He used techcocomb glue to seal the suture holes to stop the cerebrospinal fluid leakage. He is aware of co's recommended technique of wrapping the dura substitute edge with native dura so that multiple layers can eliminate cerebrospinal fluid leakage. However, he believes that the native dura in the spinal area does not allow for this type of suturing tecnique.